Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (MFR). Review of the lot history record for this lot and the mfg process, did not show any discrepancy or any problem related to mfg process. A description of the background of the damage of the driving tube was provided by the reporter. It was described that the driving tube was clamped and damaged. According to the instruction for use the user has to avoid external forces onto the driving tube. The defect of the driving tube is caused by a user error. (B)(4).

Event description:
It was reported that the red driving tube was damaged by external forces. The drive line was replaced. No changes in pt hemodynamics or pump function were reported.